Event description:
A customer reported to baxter corporate product surveillance a small volume intermate in which the intermate was leaking out of the housing. According to the report, the alleged defect was observed after filling with an unknown sodium solution. The alleged defect was observed before patient use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and was observed to leak from the junction of the tubing and stress-member during a functional leak test. The sample was microscopically inspected, determining the root cause to be insufficient solvent during assembly. Awareness training was performed as a corrective action.